Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a medication was displayed as out of stock on the medstation despite the medication being loaded in the device.there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the device had "meds out of stock" message despite the medication being physically available. A technical support specialist (tss) confirmed that the medication inventory was accurate and consistent between the station and server. Further investigation of the order details revealed that the medication order had a 24-hour expiration from activation, causing it to become inactive and appear unavailable for retrieval. Further the customer reported that all nurses were unable to access medications. Server-side validation was performed by running the downtime query, confirming communication between cce and the es server was active with no disconnected flags, and healthsight viewer showed no critical alerts such as patient or pharmacy information delays. The customer was informed that order flow was normal with no delays and was requested to provide additional examples if the issue persisted. The customer later requested case closure, confirming the "nurses were unable to access medications" issue was due to a cabinet-side remote stock item being out of stock, and that staff were replenishing inventory to align the medication with the epic order. The system functioned as intended after the technical support specialist verified the device.